Event description:
A doctor reported that they removed teeth 15-16 and placed ossix bone in a socket preservation procedure. The doctor did not hydrate the material prior to placement. The patient indicated 3 days post procedure that they developed swelling and were prescribed amoxicillin. At the one-week post-op visit, the doctor noted slight swelling and prescribed the patient medrol dose pack. Later the patient called to indicate their jaw felt stiff and they were prescribed cyclobenzaprine muscle relaxant. The patient later developed swelling at the angle of her mandible and was instructed to go to the emergency room by treating doctor. The treating doctor at the ER diagnosed the patient with osteomyelitis and they were referred to an infectious disease specialist who placed the patient on IV antibiotics therapy for 2 days. The patient returned to the reporting office approximately one month post procedure to be seen by the maxillofacial surgeon and they noted there were no signs of osteomyelitis. The wound was reopened and the office performed an irrigation and debridement. The treating office indicated, the patient has not followed up with the infectious disease specialist and is not taking their prescriptions as directed. Regardless, the swelling is resolved and the surgical site is healing well. The office is unsure what caused the osteomyelitis.